Event description:
The customer stated his blood glucose readings were not being stored in the memory of the contour next ez. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to him.